Event description:
During the index procedure the patient had a 2.75 x 18 mm endeavor rx drug-eluting stent implanted in the proximal lad and a 2.5 x 30 mm endeavor rx drug-eluting stent implanted in the proximal cx. Patient was asymptomatic/free of symptoms at 30 day, 6 month, 1 year, 1.5 year, 2 year, 2.5 year and 3 year follow-up. The patient died approximately 40 months post index procedure. The investigator did not assess the relationship between the event and the study device. No further information is currently available. (Ref MFR # 9612164201101292).

Manufacturer narrative:
(B)(4). Results - (death).